Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced no motor movement or negligible movement. The customer's blood glucose reading was 70 mg/dl. The customer stated that the pump was not exposed to high magnetic field. The customer reported several pump errors in the alarm history. The customer had an EKG and wondered what could have possibly damaged the pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test. However, the pump alarmed pump error 38 during the rewind due to an unlocked connector. Unable to perform the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the pump error 38. The pump was received with minor scratches on the display window and case.